Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate reading. After the customer refilled the cartridge and delivered a bolus, the reading was accurate. The customer's blood glucose(bg) level was over 300 mg/dl and an insulin injection was used to address the bg level.